Manufacturer narrative:
The olympus endoscopy support specialist (ess) was dispatched to the customer site. The ess observed that the endoscope was leak tested with a leaking mb-155 leakage tester, detergent was added during the leakage test and the distal end was not manipulated to check for leaks. Although the scopes were found to be stored in a well-spaced endoscope closet that allowed circulation and large reprocessing sinks were being used, the customer was observed placing more than once scope in a bin for transportation. The staff was also observed removing the scopes from the closet and placing the scopes into the transport bin with the distal end not protected and the scope not correctly coiled. The ess instructed the personnel to not use detergent during the leak testing process, to manipulate the distal end and had the faulty mb-155 be replaced for the leak testing. According to ess, there was an issue with handling by the staff and how the scope is carried. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested a reprocessing in-service/facility review for evis exera iii bronchovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed with a leak tester that had air bubbles escaping on the side of the connector through a pin hole. Additionally, ess observed the user facility not following correct processes for scope reprocessing. The intended procedure that was going to occur during the observation was diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user¿s understanding differed from olympus recommendation in the device handling and reprocessing step, leading to the suggested event. The event can be prevented by following the instructions for use (IFU) which state: mb-155 instructs inspection prior to user in ¿5 inspection¿. Olympus will continue to monitor field performance for this device.